Manufacturer narrative:
(B)(4). Films: operative and post-operative imaging was also received and reviewed. The endoanchor mis- deployment was confirmed by review of operative imagine (fluoroscopy) and the final location of the endoanchor was also confirmed via procedural fluoroscopy and post-operative CT. The retrieval of the second mis-deployed endoanchor was also confirmed via fluoroscopic imaging of the guide handle, demonstrating the retrieved endoanchor inside the guide. The heli-fx IFU contains instructions regarding the need to determine proper endoanchor placement before proceeding to the final deployment stage. Based on the procedural description provided, the imaging review, and the fact that two endoanchors were mis-deployed in the same location, indicates that image quality and patient anatomical factors were the likely underlying causes of the incident, rather than inadequate labeling/instructions for use. This MDR is being submitted as part of a retrospective review/remediation effort performed at (B)(4), following medtronic¿s acquisition of (B)(4). This activity is being managed through medtronic¿s (B)(4) integration plan.

Event description:
The physician wanted to secure a migrated 28mm talent stent graft within a 26mm angulated and conical neck. No calcium or thrombus were noted in the area of endoanchor deployment. The plan was to use 4 endoanchors in 30 degrees lao and rao. The first endoanchor in clock position 4 did not penetrate the vessel wall and was not fixed at all. After repositioning the 22 mm heli-fx guide, the anchor was moving in the central lumen of the proximal part of the stent graft. After a maneuver to catch the anchor into the lumen of the guide failed, the physician attempted to use a snare to get the anchor out. After several attempts, the anchor embolized into the left renal artery, where he was unable to retrieve it. He decided to keep the anchor in the renal artery. Then he tried to anchor the same position at a lower level. After repositioning the guide two or three times, the second anchor at clock position 4 also did not penetrate the stent graft and the vessel wall. In this case he was able to catch the anchor into the guide and removed it out of the patient. During the first two deployments, the applier was perpendicular to the vessel/graft. After that he placed the anchor in clock position 8 without any issue. Then he moved the c-arm to 45 degrees lao and placed an anchor on clock position 4 and 5 again without any issues. Finally he also placed the forth anchor at 45 degrees lao without issue. The whole intervention was finished by implanting an endurant cuff which was planned prior to the beginning of the case. The case was completed successfully and the patient was discharged from the intensive care unit the morning after the procedure with no complications.